Manufacturer narrative:
It was reported that the patient underwent excision of mesh fibrosis/erosion; sling revision with urethrolysis, bilateral; anterior repair, and cystoscopy due to mesh fibrosis, chronic pelvic pain with dyspareunia, mixed urinary incontinence, and symptomatic pelvic relaxation on (B)(6) 2014 by (B)(6) at (B)(6). It was reported that the patient was implanted concurrently with transvaginal hysterectomy, and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and abnormal bleeding on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.